Event description:
Customer reported that she was stuck in a rewind complete/bolus delivery loop on the insulin pump. The blood glucose reading was 55 mg/dl. Customer was advised to remove the battery and was assisted in clearing the battery out limit alarm. Customer was advised to check the battery tube and cap for damage and found that everything looked normal. Customer was advised that the loop occurred due to attempting a bolus while in the rewind process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.